Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the penis. A surgical procedure was performed to remove all the components. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Both of them exhibited holes with leaks in the proximal end of their bodies, consistent with sharp instrument damage. The pump was microscopically inspected, leak and functionally tested. No damage or abnormalities were noted during microscopic evaluation, and no leaks were identified; however, the pump did not pass activation testing upon functional examination. The reservoir was microscopically inspected and tested for leaks. The component passed all testing. The reported patient symptom of urinary tract infection is a known risk associated with implant of these device as indicated in the instructions for use (IFU).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an in vitro infection in the lower urinary tract. A surgical procedure was performed to remove all the components. The physician does not believe the device caused or contributed to the infection. No further patient complications were reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an in vitro infection in the lower urinary tract. A surgical procedure was performed to remove all the components. The physician does not believe the device caused or contributed to the infection. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. B3: date of event. H6: patient codes, device codes.